Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable, fdr d02 is applicable for indigo drill. H6: initially submitted code fdc d16 is no longer applicable, fdr d20 is applicable for indigo attachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the indigo drill was overheating and the burs were not staying in. There was no patient involvement.

Manufacturer narrative:
H6: the codes fdm b17, fdr c20, fdc d16 and img g04063 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845010, serial/lot #: unknown, UDI#: unknown h6: the codes fdm b17, fdr c20, fdc d16 and img g04130 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that irrigation was being used at time of over heating, the device was running less than one minute of use, when overheating was noticed at 30000rpm in rotational mode at medium 30cc/min flow rate.

Manufacturer narrative:
H3: analysis found that the reason for return could not be confirmed. After 1 minute t1 temperature was 80f and t2 was 80f, the burrs do stay in place as supposed to. The collet bearings were worn and the collet laser markings were fading. H6: initially submitted odes fdm b17, fdr c20 and img g04130 are no longer applicable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.